Manufacturer narrative:
Device evaluation: analysis of the returned device identified: overweight and crease fold. A visual and microscopic analysis was performed which identified: delamination of patch (>75% total separation). Based on the device analysis, the final assessment is a delamination total of the valve (cohesive failure). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Physician reported left side capsular contracture, baker grade unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture. Device has been explanted.